Manufacturer narrative:
Device evaluated by MFR: upon receipt at our post market quality assurance laboratory, only the filter wire was returned inside the carotid wallstent device. Functional inspection was not performed because the delivery sheath was not returned for analysis, which not confirms the reported filterwire difficult to remove. It was possible to remove the filter wire for analysis, and the wire was kinked at the proximal and middle section, also the spring tip was bent. However, this would not have contributed to the reported event. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that device entrapment occurred. The target lesion was located in the internal carotid arteries. A 10.0-31 carotid wallstent self-expanding and a filterwire were selected for use. The stent was deployed and placed in the fw-wz. Upon removal, post deployment, severe resistance was felt, and it could not be retrieved from the fw-ez; therefore, a non-boston scientific balloon catheter was guided over the cws and fw and retrieved. The procedure was completed with this device. There were no patient complications as a result of this event. It was further reported the wire and delivery system had to be removed together.

Event description:
It was reported that device entrapment occurred. The target lesion was located in the internal carotid arteries. A 10.0-31 carotid wallstent self-expanding and a filterwire were selected for use. The stent was deployed and placed in the fw-wz. Upon removal, post deployment, severe resistance was felt, and it could not be retrieved from the fw-ez; therefore, a non-boston scientific balloon guiding was guided over the cws and fw and retrieved. The procedure was completed with this device. There were no patient complications as a result of this event.

Event description:
It was reported that device entrapment occurred. The target lesion was located in the internal carotid arteries. A 10.0-31 carotid wallstent self-expanding and a filterwire were selected for use. The stent was deployed and placed in the fw-wz. Upon removal, post deployment, severe resistance was felt, and it could not be retrieved from the fw-ez; therefore, a non-boston scientific balloon catheter was guided over the cws and fw and retrieved. The procedure was completed with this device. There were no patient complications as a result of this event. It was further reported the wire and delivery system had to be removed together.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.